Manufacturer narrative:
(B)(4). Review of the most recent repair record determined that the cutter's gear was worn and the cutter failed testing; however, the repair was not completed because the cutter would need to be replaced. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was showing incomplete mesh. This occurred at a cadaver lab, therefore there was no patient involvement. Investigation found that the cutter did not pass the cut test. There was no adverse event reported as a result of this malfunction.